Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the user opened the package of a hiwire nitinol hydrophilic wire guide and discovered the tip of the wire was damaged. They changed to a new device to complete the procedure. No adverse effects to the patient were reported as it was discovered prior to patient contact. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. A hiwire nitinol hydrophilic wire guide was returned in opened packaging. The tip of the wire was damaged approximately 0.5 cm from the tip. The device sent to a supplier for further evaluation. The device was received by the supplier presenting an overall length of 150.60cm and a finished diameter of .03145¿ to .03370¿. A gage bushing certified to be .0350¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity, to the proximal aspect of the core wire protrusion. All diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing the dispenser assembly with blood-bank saline, the specimen was removed and subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented 0.45cm of the metallic core wire protruding through the polymer jacket 0.65cm from the distal tip. The polymer jacket material presented indication of tensile distortion (stretching) in the vicinity of the core wire protrusion. The specimen also presented a large radius bend 2.80cm to 4.60cm from the distal tip; consistent in appearance to tensile loading. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records conducted by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. It was concluded that the product met specification at the time of shipment. A document-based investigation evaluation was performed by cook. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state in instructions for activating hydrophilic coating, ¿1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.¿ based on the available information, cook has concluded that a cause for this event could not be established. It is possible handling and/or procedural factors contributed to the event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the user opened the package of a hiwire nitinol hydrophilic wire guide and discovered the tip of the wire was damaged. They changed to a new device to complete the procedure. No adverse effects to the patient were reported as it was discovered prior to patient contact.